Event description:
It was reported the patient could only get 2 coupling bars while recharging, and the device took several hours of recharging per day. Two different rechargers including a brand new recharger were tried, but the issue did not resolve. Antenna locate was performed and the results were 62-68. The stimulator was close to the patient's skin, so a chest x-ray and ultrasound were performed to determine the cause of the problem. The ultrasound results showed there was no effusion and everything was normal, but the chest x-ray showed the device was flipped. It was noted there was no patient injury. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 37612, serial #(B)(4), found no anomalies.

Event description:
Additional information received reported that surgical intervention confirmed the neurostimulator had flipped, however, the surgeon was not able achieve more than 2 coupling bars even after placing the ins in the correct orientation. The ins was explanted and replaced with another activa rc. Following the procedure the patient was doing fine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.